Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: no button error alarm during testing. However unit had intermittent button response due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and scratched reservoir tube window.